Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that patient experienced lead migration which was confirmed by x-ray. Patient had impedances check and showed low impedances. To address this issue patient underwent surgical intervention where the lead was replaced and postoperatively, the patient reported receiving effective therapy.